Event description:
The sales rep reported that there was difficulty determining the setting of the valve after implantation. The valve was to be adjusted from setting 4 to 3. After a physical evaluation of the patient¿s gate and looking at the CT image, it was determined that the valve be changed to setting 2. The patient¿s ventricles appeared unchanged since the last adjustment. An x-ray was ordered to determine the setting of the valve in which a false/positive was recieved at the prior appt. The patient is in stable condition and has an appt to be adjusted to setting number 1.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
4/17/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
E-mail received from the sales rep. Reported that: "the implant occurred (B)(6) and the valve was set to setting 4. We saw the patient around (B)(6) and it was determined the setting would be changed to 3. On our first attempt to verify setting 4, we indicated to setting 3. After checking the template placement we indicated to setting 4 and dr. (B)(6) adjusted to setting 3 and we indicated at setting 3. The positioning of the indicator was not moved or adjusted after the indication of 4. Dr. (B)(6) and I were confident the valve was set at 3, but I did none of the indicating, but did palpate prior to him getting started and agreed his positioning was appropriate. He ordered a follow up CT and set a follow up appt. For (B)(6). The patient has not had a MRI. We saw the patient yesterday and after a physical evaluation of gate and looking at the CT image, (B)(6), the np, decided to adjust to setting 2. The ventricles appeared unchanged with the last adjustment. We palpated, placed the template and marked the spot. When he went to verify, he got setting 4. I asked if I could try to verify and I got setting 4. He tried again and got setting 4. At this time dr. (B)(6) joined us and he got setting 4. He decided to order an x-ray to verify the actual setting, although we all suspect it is 4 and we received a false positive when we verified the attempt at reprogramming to setting 3 at the prior appointment. The x-ray process will take place next tuesday at the hospital and we will then attempt to adjust her 1 setting down from what we find. Patient is in stable condition". Additional information received from the sales rep. On (B)(6) 2013: "we took an initial fluoro of the valve and determined it was at setting 4. We then when to reprogram and attempted to change the setting from 4 to 3. We then got a confirmation fluoro, but the valve did not move. I was concerned we had a stuck valve so we attempted the reprogram under live fluoro. The valve did change from 4 to 3 on our second attempt. We then used the tms tools and it also verified at 3". We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.